Event description:
It was reported that during the procedure the operator encountered a delayed opening of the subject stent halfway the deployment, and the subject stent ptfe(petal) could not be retrieved upon re-sheathing. The procedure was completed successfully. No further information available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent delivery wire (sdw) and stent were returned inside the microcatheter. 1.5cm of sdw was visible at the distal end of the microcatheter. The stent end wires were visibly protruding from the distal tip of the microcatheter. The sdw could not be advanced or retracted from the microcatheter. The microcatheter was soaked in lukewarm water. The sdw was advanced and friction was experienced advancing the stent. The stent was removed covered in blood with the distal end not opened. The stent opened fully after soaking in lukewarm water and there was slight deformation at the distal end where frayed braid edges were visible. The sdw was inspected and the petal was bunched around the marker band and blood was visible. After soaking the petal in lukewarm water, the petal was inspected and found to be intact. No other anomaly was noted with the sdw. During functional inspection the reported event ¿stent failed/unable to open (when not implanted)¿ was confirmed on removal from the microcatheter. The reported event ¿flow diverter stent difficult/unable to re-capture into microcatheter¿ was not confirmed as the test could not be performed due to the stent was returned stuck inside the microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. It is most likely the presence of blood in the microcatheter and on the device contributed to this complaint. An assignable cause of procedural factors will be assigned to the reported events ¿stent failed/unable to open (when not implanted)¿ and ¿flow diverter stent difficult/unable to re-capture into microcatheter¿ and the analysed events ¿stent difficult/unable to advance or pullback through catheter¿, ¿stent friction¿, ¿stent failed/unable to open (when not implanted)¿ and ¿stent deformed¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure the operator encountered a delayed opening of the subject stent halfway the deployment, and the subject stent ptfe(petal) could not be retrieved upon re-sheathing. The procedure was completed successfully. No further information available.